Event description:
As per the request submitted by FDA medwatch program, this report is being resubmitted as report number 1649833-2016-70004-1. This report previously was submitted as 1649833-2015-70025-1, february 9, 2016. Description from original follow-up medwatch report as follows: this is a follow-up report to the original MDR no. 1649833-2015-70025-1. Event occurred in (B)(6). Original report stated: "distributor in b)(4) notified onxlti that the sewing ring stitching was unraveling. The condition was noticed at the beginning of the surgery. The valve will be returned to onxlti for investigation". The valve has been returned and evaluated. This valve is very similar to past occurrences of this type which have been attributed to iatrogenic damage, where the surgeon's needle path was too close to the valve body where the sewing ring construction suture is located, cutting the construction suture, and allowing it to unravel as far as 4 stitches up to the point a the stop knot. Unraveling does not progress beyond the stop knot, it is concluded that the valve did not malfunction, it was damaged by user error. The IFU is clear on instructions about needle path in the sewing ring.